Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor was intermittently resetting. The cause for the resets was isolated to a defective j1 battery connector, which caused battery communication faults. The root cause for the defective j1 battery connector could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was intermittently resetting. The last pt to use this monitor did not report any deficiencies.